Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I just found a chunk of plastic inside an unused syringe from a new script.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. H6: investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that a chunk of plastic is inside syringe. The returned syringe was examined and exhibited a hard piece of plastic inside the barrel. A review of the device history record was completed for batch# 1284111. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: I just found a chunk of plastic(?) Inside an unused syringe from a new script.